Event description:
It was reported to philips by a customer that the unit is not reaching pressure, 0 flow. The device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips field service engineer (fse). The bme had the unit cycled normally with no alarms activated, noted several pages of error codes (high flow therapy low flow) in the error log. The bme could not duplicate the customer's complaint. The unit passed the complete pvt testing with all pressure and flow readings within specification. The bme was unable duplicate the customer's complaint but replace inlet filter. The ventilator passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
H11: the field service engineer (fse) was dispatched onsite and evaluated the device. H10: based on the evaluation, this was a possible user error with the hft option, and the resolution was that the philips clinical team provided guidance to the customer to avoid this issue from recurring.